Event description:
A report was received from a carefusion sales consultant that a customer reported the plastic connectors are getting stuck and breaking off where the manifold connects to the tubing. Additional info received from the nurse. She reported that the manifolds are breaking when trying to remove them from the line to change out the pump tubing. When they try to remove the manifold, it will not come off and they have to use hemostats. The force of the hemostats often causes the tubing to break and then they have to change the entire set up down to the pt's IV port. No pt harm reported. Although requested, the customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A f/u report with failure investigation results will be submitted once the eval has been completed.